Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported via trial that during stenting of the pre-dilated prox rca, after implantation of the xience stent, angiography was performed and a type b dissection was noted distal to the implanted stent. Two bailout stents were implanted as treatment. There was no further patient complications noted. There is no further event or patient information available.

Manufacturer narrative:
Dissection, as listed in the xience v instructions for use (IFU) and risk assessment matrix, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. IFU states, implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). In this case, there was no report of any product malfunction at the time of the stent implantation.